Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that ¿the forceps do not pass the electrical tests. An impact is observable in the middle of the sheath. This part might be in patient contact but is remote from the monopolar plate, the electrical risk is very low. Moreover, the forceps does not work correctly. The pin between the handle and the wire is broken. This part is not in contact with the patient, the risk of fragment is very low. The sheath was probably damaged by a shock with a sharp instrument during its use or its reprocessing. The pin is most likely to have collapsed during a too important effort.¿

Event description:
It was reported that the instrument did not close correctly. During repair, it was discovered that there was damaged insulation and a missing pin that could be considered a fragment.